Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during scope cleaning, the bristles detached from the brush and became lodged in reusable scope buttons, that were being cleaned. Reportedly, new reusable buttons were purchased to replace the ones that had detached bristles inside. No bristles were reported to have detached within the scope. There was no patient involvement.